Event description:
The company received a report where it was alleged that the cuff could not be inflated during pt use. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample is expected to be returned but has not yet been received at the mfg plant for investigation. If the sample is received and significant info is identified during the investigation, a summary of the investigation results will be provided in a supplemental report.